Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 558 mg/dl. The customer delivered a correction bolus to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.